Event description:
Customer reported that the insulin pump was dead and would not turn on even after a battery change. Customer stated that the insulin pump had cracks on the right and left corners, on the casing under the esc button and where the reservoir screws in. Customer believes the insulin pump may have been dropped. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.